Event description:
The customer reported an incident involving an infusor pump that infused too quickly. The infusion was set to run for 4 hours, but the infusion was completed in less than an hour. A pregnant woman was being infused an epidural therapy. The mother and child were reported to be stable at the time of the incident. (B)(4), it was not found in the system for the reporting facility. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available at this time.

Manufacturer narrative:
(B)(4). The device has been requested but has not sent back to baxter yet for evaluation. There is no 510k number since the lot number and product code are unknown. A follow-up medwatch report will be submitted if additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received at baxter for evaluation. The assignable cause could not be determined. The device was returned unrepaired.